Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed to pass the operational check and displayed the error message "shock equip malfunction". There was no reported patient involvement.